Event description:
The MFR rec'd info alleging a ventilator would not power on. The device was not in pt use. This was reported as an out-of-box failure.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the complaint was confirmed. The device's system board was replaced to address the issue. The device will be repaired and returned to the customer.